Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling balloon was advanced for dilatation. However, upon first inflation at 5 atmospheres for 2 seconds the balloon ruptured near the middle in pinhole form. The device was removed and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.